Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: may 6, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. The lens was cleaned, and scratches and tears were observed on the optic body, haptic damage (bent) was also observed but all can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed; however this can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye. However, it was removed and replaced with another lens of same model and diopter due to torn haptic. There was no patient injury and no medical intervention was required. The patient is doing ok post-operation. The event was observed after insertion. No further information is available.